Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related wear issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Event description:
It was reported that the console displayed an error message, "motor disconnected". The error message alarm was a continuous tone. The customer returned the suspected motor for evaluation and was given a loaner. This event was previously not reported due to no patient involvement. Abbott made the decision on (B)(6) 2018 to initiate a voluntary recall, therefore this event is being upgraded to reportable.